Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. An x-ray taken showed a potential fracture of the lead as it was kinked; however, this has not been confirmed through testing. Surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.